Event description:
It was reported that right ventricular lead had a steady decline in impedances, but the capture thresholds had risen. No capture was also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: l(B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - impedance/resistance decrease: rv lead impedance steadily decreasing, beginning approximately in (B)(4) 2010 at approximately 400 ohms, down to under 200 in (B)(4) 2011.